Event description:
On 10/16/96, the facility's surgical materials specialist contacted the MFR's manager, product complaints and litigation to report that has had removed due to a fracture of the device catheter. The device catheter is intact and has a parallel slit in the catheter. The facility's surgical materials specialist will return the device for analysis and requests a copy of the analysis results and that the physician also receives a copy of the results.

Manufacturer narrative:
On 1/6/97, facility's surgical materials specialist informed a MFR rep that due to some internal issues at facility, device has not been returned to MFR for analysis. Add'l, facility's surgical materials specialist stated that to her knowledge, it is not known when/if device would be returned. MFR's rep informed facility's surgical materials specialist that in view of current situation, MFR had no choice but to close file on this event; however, should device and/or further info become availabel in future, MFR would reopen MFR's investigation of this incident. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of device history record did not reveal any mfg variances related to this event. Based on info available and due to unavailability of device. No conclusion can be drawn as to cause of this event. MFR's investigation of this incident is inconclusive. No further details are available. MFR is now closing file on this event. H.11. Initial medwatch report submitted on 11/12/96, section b.4. Dae of this report read 11/112/96, it should have read 10/16/96. 2) initial medwatch report submitted on 10/12/96, section f.8. Date of this report read 11/12/96, it should have read 10/16/96.